Manufacturer narrative:
Due to further investigation, the device evaluation has been updated. The actual device was returned without an alleged deficiency. During service and repair pre-testing, it was observed that the device did not meet specifications. Reliability engineering evaluated the device and observed that the locking mechanism malfunctioned and cutter did not rotate. Therefore, the reported condition was confirmed. The device was open and it was observed that the motor was the root cause of the failure due to improper assembly by the supplier. A supplier corrective action report was initiated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During service and repair pre-testing, it was observed that the device did not meet specifications. Reliability engineering evaluated the device. An assessment was performed on the device which found that the motor was locked and cutter did not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor and cutter did not rotate on the motor device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.